Event description:
The incident was reported by the distributor of the device. The pt had a positive over-the-counter pregnancy test. The result was negative when the pt was tested for pregnancy with clearview easy hcg. The pt's gestational sac was confirmed by ultrasound. They were 6 months pregnant. A second clearview easy hcg test gave a negative result. The customer returned 2 used devices.